Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "unit reported constant 'insert slide clamp and open door alarm, the unit does not recognize closed door" was reproduced. The event history log (ehl) review was performed and revealed multiple "load set alarms" alerting as though the door is open and alerting to load a set. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as "does not recognize a loaded slide clamp; constant insert slide clamp message". The cause of the condition was an out of calibration color sensor. The color sensor required to be calibrated to correct the reported problem. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize closed door. No additional information is available.